Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device and inflation may have been due to a potential measurement error and trimming of the tubing at implant.

Event description:
It was reported that the pump tubing of this inflatable penile prosthesis (ipp) was too short, resulting in difficulty accessing the component and inflating the device. A revision surgery was performed to remove and replace the pump with longer tubing. There were no patient complications reported.